Event description:
Dropped 2 drops of visine for contacts in my eyes and where the liquid rolled down my face I began itching/burning. Looked in the mirror to find red streaks down face (allergic reaction? But to what ingredient?). The product is over-the-counter. The problem stopped after the person stopped using the product. The problem returned when using the product again. The person using the product has dry/red eyes.